Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and dilated left atrium for a mitraclip procedure. During the procedure, imaging was sub-optimal due to patient's complex anatomy. 2 mitraclips were successfully implanted. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2026, echocardiography revealed the second clip had single leaflet device attachment(slda) from the posterior leaflet. The patient was reported to be in stable condition with moderate mr. There was no clinically significant delay or adverse patient effects reported.